Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter, with a damaged swg inserted, were returned for evaluation. Sgw was removed from returned catheter & visually examined at 10x magnification. Swg was partially unraveled near the distal tip. Coil was not separated & no pieces appeared to be missing. Undamaged proximal end of swg, measuring .856mm diameter, was inserted into distal end of catheter. Resistance was felt as catheter entered juncture hub. Swg was then inserted into distal extension line & again resistance was felt as the catheter entered juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since the investigation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.

Event description:
It was reported that after the spring wire guide (swg) insertion and dilation, the user tried but was unable to insert the catheter over the swg. A blockage was suspected in the catheter and as a result, it was exchanged with a new one. There were no reported patient complications.